Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a lost sensor anomaly and button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the lost sensor alarm occurred about 2 weeks ago. The troubleshoot was performed. The customer was advised to call back if the alert occurs. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer insulin pump will be replaced due button error.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No button error alarm was noted during testing. The insulin pump communicated properly with the transmitter and the glucose sensor simulator. No sensor alarms were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.